Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence. The patient experienced pain, erosion, bleeding, infection, urinary/bowel problems, recurrence, dyspareunia and other issues. On (B)(6) 2011, the patient underwent excision of mesh, placement of a martius labial fat pad and cystoscopy with bilat ureteral stents. The patient underwent pubovaginal mesh implant with autologous rectus abdominas fascia on (B)(6) 2012. (B)(4) ¿ urinary problems; undefined recurrence.

Manufacturer narrative:
Date sent to the FDA: 06/28/2017. Patient codes: (B)(4) urinary frequency, (B)(4) urgency, (B)(4) urinary tract infection it was reported that following insertion the patient experienced urinary frequency, urgency, and urinary tract infections.